Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported during the shoulder arthroscopy that the metal tip detached from the device after the second or third strike with the hammer. After retrieving the metal tip, the surgeon was able to reattach it to the device, repeat the process and implant the anchor. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device used anyway. It was not necessary to switch the surgical technique or do a second surgery.